Event description:
Customer reportedly received results of 478 mg/dl and 195 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Customer states the test strips were from two different vials with the same lot number. Reference medwatch report with (B)(6).